Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The ventilator interface board, flow sensors, rear fan, and adjustable pressure limiting valve were replaced. Patient information could not be provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the exhaled tidal volume did not correspond to the set tidal volume. The clinician reportedly switched to manual mode of ventilation and swapped out the anesthesia machine. There was no reported patient injury.